Manufacturer narrative:
Follow up report 001 ref to natus (B)(4). The lot number of the affected device was not provided by the customer. No related capas. Risk management review: a review of (B)(4) medical device hazard analysis (rev 12), identifies the hazard situation as "2.2 - cerebrospinal fluid (csf) with leachable flows back to the patient ventricular/lumbar" the risk level is considered moderate. Based on complaint of "increased air noted on brain scans." This determination is based on the information received from the customer. Root cause/failure investigation: the customer returned one eds device for evaluation. The customer returned the device due to increased amount of air noted on brain scans. The evaluation conclusion is as follows: the drainage system was leveled using the laser and primed as the IFU instructs. The drainage system was leak tested and pressurized to find any leaks. No leaks or air was found within the drainage system. There could be a possibility that the user did not prime the device properly and fully removed all the air within the system. This would result in trapped air within the system while being used. Air in tubing was only able to be replicated when purposely creating backflow by raising the height of the drain above the source. Catheter seems to be cut apart and sewn together with a tubing connecting them. Eds 3 system IFU (sd208650001rev e) gives details on handling of eds 3 system and catheters. The customer returned one eds device for evaluation.

Event description:
(B)(6) patient who recently had bilateral evds placed. Over the days following placement, he had increasing amounts of air noted on brain scans (not just immediately after surgery as they would expect). No injuries.

Event description:
(B)(6) - pneumocephalus longer than expected post-op. Patient who recently had bilateral evds placed. Over the days following placement, he had increasing amounts of air noted on brain scans (not just immediately after surgery as they would expect). No injuries.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 2.2 - cerebrospinal fluid (csf) with leachable flows back to the patient ventricular/lumbar. Effect (harm): adverse tissue reaction. Residual risk: medium. The hazard identified have been reduced as far as possible, and the residual risk for these hazards is mainly associated with patient having a biological reaction. The device is sterile and packed in manufacturing. The device is to be used in sterile condition and the user manual contains information about proper usage. In addition, techniques limiting cross contamination are already in place in the environment for use. Further investigation to be carried out.